Event description:
Event reported as, "after confirm the rupture of the report, it3was decided to change under general anesthesia, because the tube was inside of the abdominal cavity, it was needed to be done by laparoscopy, then they put a new port".